Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several change sensor alerts and cal error alerts. The customer also reported that the transmitter was not blinking, however the customer was able to change the sensor and the light began to blink. The customer also reported that after removing the sensor, the cannula was missing. The customer assumed the cannula broke off inside the body. The customer's blood glucose reading was 11.1 mmol/l. The customer was sent replacement sensors. The customer was informed to return the products for analysis.